Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink continu-flo solution set that "came apart at the drip chamber" and spilled lactated ringers solution onto the patient. According to the report, the event occurred prior to surgery. There was no patient injury or medical intervention associated with this event. The reporter stated that the facility's baxter sales representative came to the facility for an inservice training; examined the set and stated that there is a problem with the product and that the problem is not the result of a use/user error. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information / corrections: the set involved in this event is a clearlink continu-flo solution set and the drug involved in this event is lactated ringers. The brand name of his set is - clearlink duo-vent c-flo set10 dpm duo-vent. Product code - fpa. Common device name - set, administration, intravascular. Manufacturer name - baxter healthcare (B)(4). Catalog number - 2c8541. The sample was received for evaluation on 01/25/2011. The drug involved in this event is lactated ringers. Manufacturing site facility name - baxter healthcare (B)(4). The FDA 510k number for this set is k961225. An actual sample was returned for evaluation. A visual inspection of the sample revealed the tubing was separated from the drip chamber. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter an unspecified IV set that "came apart at the drip chamber" and spilled an unspecified solution onto the patient. According to the report, the event occurred prior to surgery. The reporter stated it was probably either normal saline or d5w but could not confirm. There was no patient injury or medical intervention associated with this event. The reporter stated that the facility's baxter sales representative came to the facility for an inservice training; examined the set and stated that there is a problem with the product and that the problem is not the result of a use/user error. No additional information is available.